Event description:
Customer reported erroneous high accu tni (troponin I) results were obtained for one pt sample when using the unicel dxc 600i synchron access clinical system. The initial high result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The retest after add'l centrifugation was in the normal range. Erroneous high test results were reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged at 3000 for 15 minutes. The collection tube had the proper fill volume and the appearance was clear. The sample was aspirated from the primary collection tube at the time of the initial analysis. Quality control was performed three times daily and was within specs prior to and after the erroneous results. A system check performed on (B)(6) 2009 met specifications. It is lab policy to aliquot and re-centrifuge samples that have an initial test result of >0.08ng/ml. Pt samples were reanalyzed back to the last acceptable quality control. This was the only sample that demonstrated erroneous results. Service was not dispatched for this event. Although, it appears sample handling may have contributed, no definitive root cause could be determined for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.